Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after changing an infusion set, with blood glucose rising after a meal and meal announcement, while using a true steel infusion set received in error; the patient also had contact/detach sets available and was advised to switch sets and perform a supply and site change. Symptoms included elevated blood glucose. Outcomes included patient self-management with insulin on board and subsequent return to range without hospitalization or alarms. Investigation included troubleshooting and education via customer support. Investigation of this case revealed no confirmed device malfunction or leakage, and the hyperglycemia cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.